Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened express bolus and esc button dome switch. No button error alarm during testing. No unexpected beeping and black circle during testing. Pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Pump received with intermittent button response due to flattened express bolus and esc button dome switch. No button error alarm during testing. No unexpected beeping and black circle during testing. Pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.